Manufacturer narrative:
(B) (4). Eval: results: eval of the returned product shows that the alarm powered on, but there is no alarm tone when the pressure is released from the sensor. The battery door is missing from the alarm. (B) (4).

Event description:
Customer claims that the alarm unit does not always alarm when the sensor belt is opened. There was no pt injury reported.